Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that during an ablation treatment procedure an error message occurred. A 110/2.5/8/8 blazer ablation catheter was selected to treat the target lesion. During a flutter ablation, the physician was receiving a d03 error message from the maestro generator. After troubleshooting, the physician made it through the case. The procedure was completed with this device. No patient complications were reported. However, device analysis revealed a char in the tip of the catheter.

Manufacturer narrative:
Device evaluated by manufacturer: the unit returned has char in the distal tip. The ablation was verified by using the maestro generator 4000 and the device was found within specifications. Electrical test was performed by using the multimeter and the device was found within specifications. No opens and shorts were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).